Manufacturer narrative:
The field service engineer (fse) serviced the instrument on (B)(4) 2011. The fse replaced centrifuge buckets, rotor, and pins. The fse completed the modification. The fse verified repair by processing several test tubes through the centrifuge without errors or broken tubes. On (B)(4) 2012, the fse returned and monitored five sets of sample tubes processing through the centrifuge; the test completed without broken sample tubes. The fse verified repair per the established procedures. The instrument conformed to the manufacturer's published performance specifications. Bucket, rotor. All related medwatch reports: 2050012-2012-00264, 2050012-2012-00271, 2050012-2012-00272, 2050012-2012-00273, 2050012-2012-00274. (B)(4).

Event description:
The customer reported one patient sample tube broke inside the centrifuge involving automate system. The customer had on personal protective equipment (ppe) and cleaned up the sample inside the centrifuge. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.